Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), there was no issue during testing of opticross¿ imaging catheter but after it was used inside the patient, image disappeared. Reconnection was performed but it failed to resolve the issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the sheath assembly at 72.5 cm from femoral marker at the distal end, the telescope assembly was not able to properly pull back or advance, telescope cannot advance the transducer distal housing (tdh) to the most distal position. The distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal and was a result of a broken coax cable, imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).